Event description:
The customer reported a control panel error and the system locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.